Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (smoking, caught on fire) was investigated. As received, the charger/modem would not recognize or charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board, cell modem, and bedside board, resulting in thermal damage. The cause of the reported charger issues is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was producing smoke and caught on fire. No adverse event resulted.